Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital following several shocks for a ventricular tachycardia (vt) storm. Upon interrogation of the device it was found that a code 1005 had been recorded indicative of an open circuit condition detected during shock delivery. Additional system testing was recommended to assess the right ventricular (rv) lead. The physician elected to discharge the patient to home and no further action was taken as the shocks were deemed adequate and effective. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out-of-range shock impedance measurements continue to be observed in conjunction with code 1005. It was further noted the device protrudes from the patient though there was no report of cutaneous erosion. A revision procedure was later performed wherein the device was explanted and lead surgically abandoned; a new system was then implanted. No adverse patient effects were reported.